Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after removing the tip cover it was noticed that the monopolar curved scissors (mcs) had broken cables. Back up instrument was used. There were no delays. The procedure was completing as planned with no reported injury.